Event description:
An attempt was made to use an endeavor resolute rx drug eluting stent to treat severely calcified lesion with 90% stenosis in the lcx. The lesion was pre-dilated twice (for 6 s at 8 atm with a sprinter balloon), but the device could not cross the lesion. The endeavor resolute device had been inspected prior use with no abnormalities noted. The physician used new device (same model) to complete the surgery. No patient complications or other clinical sequelae reported. Evaluation summary: the device was returned for analysis. The distal tip was frayed. The hypotube was kinked in 3 locations. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 8th proximal segment of the stent was deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation: results: patient¿s condition affected effectiveness of device (lesion morphology - 90% stenosis, severe calcification), inherent risk of procedure (stent deformation), deformation problem (stent deformed); evaluation: conclusion: device failure related to patient condition (lesion morphology - 90% stenosis, severe calcification), known inherent risk of a procedure (stent deformation). (B)(4).